Event description:
A healthcare facility in (B)(6) has reported that the pressure of a rd900aeu neopuff infant resuscitator will not go above 10cmh2o even when the pressure is set at 35cmh2o. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.